Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer's report of leakage was confirmed. Functional testing of the returned samples confirmed the customer¿s experience as fluid was observed to be leaking from a hairline crack on four of the female luer of the returned maxzero connectors. The probable cause of the customer¿s report was due to the integrity of the maxzero valve material being compromised and degraded due to the effect of the isopropyl alcohol based disinfecting agents. Other factors such as high hoop stress placed on the set's maxzero valve either during connection or disconnection with a mating component or tool, or use error conditions such as excessive cleaning with alcohol, extended use, over tightening, and hemostat use may also contribute to the observed cracking.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.